Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the therapy had worked poorly. Sometimes it worked and sometimes it didn't. Early on the therapy worked well. The issue started in the last 3-4 months. They ran the stimulation for 8 days and instead of recharging on the 7th day, so it shut off. When they turned it on they really go because they were at 7.0ma, and that was 2-3 days ago. The patient was back to the same old problem which is urinary leakage. They had switched programs to see if that would work. Either they had hit on two programs that hasn't worked for them or something isn't working well. The patient had no falls or accidents. They had an MRI and they called for advice on how to perform the MRI and protect their implant. Device was put in MRI mode. The patient has a visit at the urology practice this month.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back. Ps mailed pt hcp listings as pt said they were considering a new managing hcp or considering having device removed if things don't improve. Pt said they still had issues with bladder control (pt still having urinary leakage) and said they were at a level of stimulation (8.2 v on program 6) where they battery would deplete too quickly for them (implant would deplete in 4-5 days). Pt said they didn't like that stimulation would "jolt" them when they would charge their implant back up and therapy would come back on. Ps reviewed how to adjust stimulation down and back up so that pt didn't experience stimulation too strong. Pt said they had tried to reach out to rep over the last 6 months but had heard no response. Additional information was received on 2024-jun-24, patient stated that their ins not dependable four years in and no longer seems working satisfactorily.